Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual inspection showed a lens where the optic was cut in half; no optical deviations on the optic parts could be found. The iol passed all acceptance criteria for all tests performed and was within all specifications during the manufacturing process.

Event description:
It was reported that the intraocular lens was removed due to dysphotopsia. There was no incision enlargement and no patient injury reported.

Manufacturer narrative:
(B)(4). A review of the manufacturing records showed no deviations. The diopter measurement records verified and were shown to be within specifications. This was in compliance with the labeled dioptric power of 23.5 diopter for this lens. The batch passed all acceptance criteria for all tests performed and was within all specifications. All pertinent information available to abbott medical optics has been submitted.